Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The exchange from company lens model 3.200 to company lens model 5.195 model lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and double vision. The lens was exchanged for another lens model 24 days following the initial procedure.clinical reason for explant was mentioned as iol rotation and power. Additional information has been received that patient also experienced residual astigmatism and the symptoms were resolved. As per surgeon opinion, the refractive error was caused the blurry vision and double vision.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).